Event description:
As reported by the affiliate, during percutaneous transluminal angioplasty (pta) of a 100% in-stent restenosis of an unspecified smart control stent with a 4.0x 120 mm sleek dilatation catheter, the balloon ruptured at 10 atm during its second inflation at the lesion site. The target lesion was superficial femoral artery with heavy calcification and moderate vessel tortuosity. The lesion was crossed with an unknown guidewire. The 4.0x 120mm sleek rx catheter was delivered to the lesion and inflated at 16 atm during its initial dilatation. The catheter was then moved to the proximal position of the lesion, and inflated again. But, it ruptured at 10 atm during its second inflation. The rupture was recognized by leakage of the contrast media and was removed from the patient. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. There was no difficulty in advancing the balloon catheter through the vessel. There was no difficulty in crossing the lesion. The contrast to saline ratio was unknown. An unknown indeflator was used during procedure. The balloon catheter was removed through the sheath introducer. The length and diameter of the vessel were unknown. The catheter was not in acute bent prior to the procedure. There was no difficulty in advancing the device to the lesion. The procedure was completed using another device. The residual percentage of stenosis after stent implantation was unknown. It was unknown whether heparin/agiomax was administered during stenting. The inflation pressure used to deploy the stent and the stent to vessel sizing were unknown. The current status of the patient is good and the patient was discharged from the hospital. The recommendations at discharge were unknown.

Manufacturer narrative:
Concomitant devices: guidewire, sleek rx catheter (4.0x 120mm ). As reported by the affiliate, during percutaneous transluminal angioplasty (pta) of a 100% in-stent restenosis of an unspecified smart control stent with a 4.0x 120 mm sleek dilatation catheter, the balloon ruptured at 10 atm during its second inflation at the lesion site. The target lesion was superficial femoral artery with heavy calcification and moderate vessel tortuosity. The lesion was crossed with an unknown guidewire. The 4.0x 120mm sleek rx catheter was delivered to the lesion and inflated at 16 atm during its initial dilatation. The catheter was then moved to the proximal position of the lesion, and inflated again. But, it ruptured at 10 atm during its second inflation. The rupture was recognized by leakage of the contrast media and was removed from the patient. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. There was no difficulty in advancing the balloon catheter through the vessel. There was no difficulty in crossing the lesion. The contrast to saline ratio was unknown. An unknown indeflator was used during procedure. The balloon catheter was removed through the sheath introducer. The length and diameter of the vessel were unknown. The catheter was not in acute bent prior to the procedure. There was no difficulty in advancing the device to the lesion. The procedure was completed using another device. The residual percentage of stenosis after stent implantation was unknown. It was unknown whether heparin/agiomax was administered during stenting. The inflation pressure used to deploy the stent and the stent to vessel sizing were unknown. The current status of the patient is good and the patient was discharged from the hospital. The recommendations at discharge were unknown. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenosis in stents are usually treated with intra-stent pta or placement of a second stent. With the limited information on balloon catheter and without the product available for analysis the balloon burst could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility. As reported, the device inflated to 16atm without issue during its first inflation, therefore the device operated as intended. It is possible that patient factors ie. 100% stenosis and heavy calcification as reported, may have damaged the working surface of the balloon during the first inflation, causing the balloon to rupture as reported. However, based upon the available information a definitive root cause cannot be determined. It is unknown whether patient factor or procedural techniques may have contributed to the reported event. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.